Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned. A photo was provided of the lens in the eye. A review of the photo was conducted.: a single image was submitted for review. This is a retro-illumination image with a clear view through the cornea and anterior chamber. Image is focused on the posterior side of the iol. A red circle drawn to identify the strand in question. The strand is located at the 4 o¿clock position in the mid periphery. It appears that it is a single strand that is curled together in an amoeba-like shape ~ 1mm x 0.5mm. The rest of the lens does show cellular growth throughout the mid-periphery of the iol. The lens seem well centered with the ccc covering ~1mm in circumference on the edge of the iol. It is difficult to identify the composition of the strand in question. The image shows an unidentified strand (circled in red in the photo). Associated products are unknown. If additional information becomes available, the file will be reopened and updated. The identity of the observed strand in the photo could not be determined. Without the observed strand being returned and analyzed in the lab it is not possible to make a final determination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) a debris strand was noted on the posterior surface of the lens. The physician noted the potential for ¿visual impacts¿. Patient harm was not reported. Additional information was requested; however, further information has not been received.